Manufacturer narrative:
The event date was not reported, the aware date was used in its place.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had a watchman closure device implanted and at an unknown date the patient experienced a cerebral vascular accident.